Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on cgm. Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. The customer addressed their bg with a manual injection. Customer changed cartridge and resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.